Event description:
A patient was admitted to the hospital for an osteoporotic fracture at t12. The patient underwent a kyphoplasty at level t12 and a vertebroplasty at level l2 in 2007. The patient was pain-free following the surgery. It was reported that 2-3 days post procedure, the patient began experiencing strong pain. The patient had radiographic follow-up about 4 dayslater with reported concerns of a necrotic vertebral body. Additional surgery was done by the physician to treat the fracture. It was not reported which level, t12 or l2, were treated with surgery. The physician did not see symptoms of infection. Antibiotics were given to the patient for pulmonary issues. No further information is available and it cannot be determined if there is any relationship between the event and the device.

Manufacturer narrative:
Method: follow up with company representative, device not returned for evaluation. Results: unable to determine root cause.